Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
During a laparoscopic cholecystectomy procedure, the clips would not advance. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.